Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a laparoscopic assisted ventral hernia repair to remove the composix kugel and "implant a new mesh", as well as, "perform adhesiolysis and determined bowel adhered to the kugel patch, which he dissected off". Medical records are not available at this time. Recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent an incisional surgery for a ventral hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel patch, reference number0010204, lot number huvd2150. On (B)(6) 2016: the patient underwent a laparoscopic assisted ventral hernia repair to remove the composix kugel patch and "implant a new mesh." As reported, the surgeon performed adhesiolysis and determined bowel adhered to the composix kugel patch, which he dissected off and then removed the composix kugel patch. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a laparoscopic assisted ventral hernia repair to remove the composix kugel and "implant a new mesh", as well as, "perform adhesiolysis and determined bowel adhered to the kugel patch, which he dissected off". Medical records are not available at this time. Recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of composix kugel mesh, patient was diagnosed with adhesions, pain, inflammation, fibrosis and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists inflammation as a possible complication. This supplemental emdr represents mesh - composix kugel (device #1). An additional emdr was submitted to represent ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent an incisional surgery for a ventral hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel patch, reference number 0010204, lot number huvd2150. (B)(6) 2016: the patient underwent a laparoscopic assisted ventral hernia repair to remove the composix kugel patch and "implant a new mesh." As reported, the surgeon performed adhesiolysis and determined bowel adhered to the composix kugel patch, which he dissected off and then removed the composix kugel patch. As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Per additional information provided: (B)(6) 2014 - patient was diagnosed with infraumbilical incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿hernia was noted just below the right umbilicus above a previous midline scar. A very thick hernia sac found was freed up circumferentially down and excised. A large circular piece of composix kugel mesh (device #1) placed intraabdominally with polypropylene portion directed anteriorly tacked it to the anterior abdominal wall and sutured.¿ (B)(6) 2014 - patient was diagnosed with severe abdominal pain. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with the explant of composix kugel mesh (device #1). Per operative notes, ¿adhesiolysis was performed in the right side. There was small bowel adhered to the mesh. Then, the mesh dissected from the abdominal wall and removed. The fascial defect was identified and synthetic mesh was secured to the post fascia and sutured circumferentially as well as center of the mesh.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of ventralight st w/ echo (device #2). Per operative notes, ¿adhesiolysis was performed in the right lower quadrant and the mesh was left intact. The fascial defect was reduced and sutured. A ventralight st w/ echo (device #2) was used to reinforce the hernia. The mesh secured to the post fascia, sutured circumferentially as well as the center of the mesh.¿ (B)(6) 2017 - patient extensive adhesions, pain thereby underwent robotic assisted laparoscopic extensive lysis of adhesions in the mid abdominal wall. Per operative notes, ¿adhesiolysis was performed in the mid abdominal wall. The old meshes were encountered and the omentum was placed in between the abdominal wall and intestines and sutured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It is also alleged that the patient had foreign body inflammatory reaction, underwent 30 minutes of adhesiolysis due to mesh being adherent to the bowel and mesh removal.